Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the tamper evident seal area of foley catheter after a few hours of placement. Therefore, the customer discontinued the use and reinserted another product.

Event description:
It was reported that the urine leaked from the vicinity of the tamper evident seal area of foley catheter after a few hours of placement. Therefore, the customer discontinued the use and reinserted another product. Per follow-up information received from ibc on 22jul2022, stated that the urine was leaking near the tamper evident seal provided from customer but it looks that the sample port housing was broken from the photo.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.